Manufacturer narrative:
Qc run pre and post event was acceptable per customer. Bci evaluated the data generated and confirmed that the software calculated the correct result. Based on the information provided, bci explained to the customer the sample appear to have been diluted 1:100 instead of 1:10. The customer agreed to the dilution error since they were able to obtain the corrected result during the rerun. The customer did not request a service call in regards to this event. Although dilution factor error appears to have caused the discrepancy, a clear root cause for this event could not be identified.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to one glucose (glum) cartridge serum sample which was flagged suppressed by unicel dxc 600 pro chemistry analyzer. The technician diluted the sample 1:10 prior to testing. The erroneous result was reported out of the laboratory and questioned by the physician since the ER obtained an elevated glucose results. The initial sample was re-diluted to 1:10 and higher results were obtained. An amended report was initiated. Patient treatment was not impacted with regard to this event.